Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9263404. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-09-20. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 367988, batch no. 9263404 and unknown. It was reported that sst tubes are not filling properly. Customer called in to report that an incident happened today where there was no vacuum in the tube. It did not fill with a syringe, only got about two drops, she used a new tube from the same lot and it filled just fine. She stated this has happened before over the course of the last few weeks but just narrowed it down to lot number 9263404 when it happened today. She has unused samples to send in for investigation.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 367988 batch no. 9263404 and unknown. It was reported that sst tubes are not filling properly. Customer called in to report that an incident happened today where there was no vacuum in the tube. It did not fill with a syringe, only got about two drops, she used a new tube from the same lot and it filled just fine. She stated this has happened before over the course of the last few weeks but just narrowed it down to lot number 9263404 when it happened today. She has unused samples to send in for investigation.

Manufacturer narrative:
H.6. Investigation summary: bd received samples (lot 9263404) from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Regarding the unknown lot, bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.